Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell. A weight test of the explanted material was completed and it was underweight. Microscopic analysis of the return device identified broken shell with sharp edge where localized stresses induced in posterior side assessed as surgical impact, and non penetrating nicks. A dimension measurement of the shell was performed which identified the thickness within specification based on the device analysis the final assessment is broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Health professional reported left side rupture. The device was explanted.